Event description:
During routine testing of bair hugger warmer, it was found that the device was operating 5 degrees c higher than setpoint of 43 degrees c. Alarm did not sound. The alarm was set at 52 degree c. A blanket was not used as part of the test. A simulated blanket as part of the test jig was used. It is unknown if a new or clean filter was used during the test.